Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was a recovery failure in main drawer 3.2. A field service engineer (fse) opened the back of the main unit and inspected further. The station was turned off, and drawer 3 was removed. Upon inspection, it was found that the u bolt had broken. The plunger was replaced with a new u bolt, and the drawer was reassembled. The drawer was put back in place, and the station was turned on. In the application, the user logged in and recovered the failure to 3.2. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure.the customer stated that there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.